Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultra link meter showed the apply blood message. The patient skipped a dose or stopped her diabetes medication as a result of the issue. The patent did not allege any symptoms and denied seeking medical attention. The patient's technique for sample application was correct. The test strips drew the sample into the test area. The product was not new. This complaint is being reported because the power issue was not resolved through troubleshooting. The patient did not allege any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.